Event description:
The subsidiary quality engineer reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) display was white. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The subsidiary service technician could duplicate the report issued at the manufacturing engineering center (mec). Evaluation is in progress, but not yet concluded.